Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, the tip of the screwdriver shaft broke when the doctor tried to loosen a screw to reposition it. The split tip remained outside the patient. This report involves one (1) stardrive screwdriver shaft t4/42mm/self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the tip of the scrdriver shaft 1.5 t4 short self-hold has broken, the broken fragment was not returned. No other problems were found. A dimensional inspection was unable to be performed due to post manufacturing damage.¿the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description.¿ as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ the overall complaint was confirmed as the observed condition of the scrdriver shaft 1.5 t4 short self-hold would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device history review : part number: 03.114.002, stardrive screwdriver shaft t4/42mm/self-retaining with lot number: 87p4192 (non-sterile): this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: manufacturing location: supplier - universal punch / inspected, packaged, and released by: monument. Release to warehouse date: 07-dec-2021. Part number: 03.114.002, stardrive screwdriver shaft t4/42mm/self-retaining. Lot number: 87p4192 (non-sterile). Production order traveler met all inspection acceptance criteria apart from the 18 pieces noted. Inspection sheet, and g met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the assembly, inspection or release of the product that would contribute to this complaint condition. Inspection sheet, incoming inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Inspection certificate was reviewed and determined to be conforming. Certification of analysis was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. Packaging label logs (pll) lmd were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that scrdriver shaft 1.5 t4 short self-hold had broken in two fragments and the broken fragment was observed in the picture. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft 1.5 t4 short self-hold. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.